Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Transient ischemic attack (tia) and air embolism may occur during this type of procedure and as listed in the instructions for use, and are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a trial that during the xact stent implantation, after the stent was placed in the right internal carotid artery, the patient experienced a transient ischemic attack with left hemiparesis which the physician thought may have been caused by a small air embolism. Symptoms resolved within a few hours. There was no reported treatment. The patient was discharged the following day. There was no adverse patient sequela. There was no additional information provided.